Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for evaluation. The investigation is currently underway.

Event description:
It was reported that after two inflations in an a-v graft, the pta balloon was difficult to retract through the introducer sheath. Additional force was applied and the device was albe to be removed in its entirety from the sheath. There was no report of patient injury.